Event description:
Caller (daughter of patient) alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 4.4, 5.1, 4.9.

Manufacturer narrative:
Investigation pending.